Event description:
Additional information was received that a header anomaly was suspected on the device.

Manufacturer narrative:
The reported event of header anomaly and high impedance could not be confirmed by analysis. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
During routine device exchange, increased pacing impedance was observed on the device. This device was not implanted and a new device was successfully implanted to resolve this event. The patient was stable.